Event description:
It was reported that left bundle branch block(lbbb) occurred. A 27mm lotus edge valve system was selected for a transcatheter aortic valve replacement (tavr) procedure. Access was gained through a right transfemoral approach. An an unknown time, the patient developed lbbb. No additional information was received at the time of reporting.